Manufacturer narrative:
Ethnicity/race: unknown, as information was asked but it was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was removed from the patient's left eye during the same procedure as the haptic was bent. Another lens of the same model and diopter was used as the replacement iol. There was no patient injury and no other intervention was required. The patient was fine post-operation. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 4, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with a cut to the optic body. The lens was cleaned, and it was observed to have a torn iol where the haptic meets the lens (the torn portion and haptic missing). The received haptic presented with no issues however, the second could not be inspected as it was not returned. Therefore, the complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional investigation request (ir) for this production order number has been received, however, the complaint issues reported were not related; therefore, no escalations were required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.